Event description:
According to the reporter, during device follow-up, the device was unable to fire. In addition, there were solid blue lights, flashing green handle light. There was no patient involved regarding the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device .visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.